Event description:
Low battery prompt and the unit needs servicing. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 500p passed ¿out qat¿ from heartsine technologies on the (B)(6) 2018. Upon receipt, the returned pad-pak was found to be severely depleted. This was attributed to the multiple manual power-ons of 10-minute duration observed in the history log, suggesting the device had been switching on automatically. Although this was not replicated during the investigation, the issue was likely a result of adverse storage, as evidenced by the corrosion on the membrane tail and within the membrane. The corrosion observed on the screws, membrane tail, within the membrane, dirt around the speaker housing would confirm the device had been stored outside of the indicated conditions. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Low battery prompt and the unit needs servicing. There was no patient involved in this event.